Event description:
It was reported that during patient infusion of an unspecified sedation medication with a spectrum iq pump, the patient became hypertensive with "elevated bis". It was noted the pump screen showed 22ml of the medication remaining in the bag; however, the bag was ¿still nearly full¿. According to the reporter, the pump settings were verified as correct, and a drop was seen falling into the drip chamber. The patient was also receiving an unspecified paralytic at the same time. The spectrum pump was changed with "fluid appropriately decreasing from the bag" and the patient's blood pressure began to normalize. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5109217 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.